Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that on (B)(6) 2023, she was discharged from hospital for having high blood sugar and was given the subject meter to monitor her blood glucose with. The patient advised that she normally manages her diabetes with insulin (lantus, 20 units in the morning; kwikpen, self-adjusting dose based on blood glucose results) and oral medication (metformin, 500mg twice daily). The patient indicated that when she arrived home that evening, she successfully obtained a reading with the subject meter, took her insulin and then went to bed. The following morning, the patient claimed she woke up feeling under the weather and described symptoms of ¿low energy, felt off, a little dizzy like might fall over, couldn¿t see good and blood pressure went up¿. She reported that she attempted to test her blood glucose with the subject meter, but the meter would no longer power on. The patient claimed she received health care professional (hcp) phone advice to administer 11 units of lantus insulin, to eat something and drink some water and to keep taking her usual blood pressure medication. The patient denied using any other device to test her blood glucose. The patient indicated that she continued to feel symptomatic for 2 days and then attended the doctor¿s office where she was put on a continuous glucose monitoring device and was advised to contact lfs for a replacement meter. At the time of troubleshooting, the patient was able to turn the subject meter on manually and with a test strip. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.